Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). Based of the device history it could be detected that the pump alert during an infusion therapy repeated for an air rate alarm. Furthermore could be found some purging processes after confirming the air rate alarms. All cover caps were on the screw pillars as well as the sealing on the lower housing were available and undamaged. No damages could be detected. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation the device was disassembled. No damages or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "infusion incorrect". Customer information: start of an infusion therapy on (B)(6) 2020 at 12:53pm with a flow rate of 100 ml/h. Infusion volume was 1000ml, thus an infusion time of 10 hours were calculated ((B)(6) 10:53pm). Next day ((B)(6)) at 7:08am was noticed, that the infusion was not complete administered and a rest of the fluid was in the infusion bag.